Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic inguinal hernia procedure, the device was defective. It was retrieved by using a grasper. There were no adverse events reported. There was no patient harm and medical intervention was not needed.

Event description:
According to the reporter, during the procedure, the device was defective. The needle did not transfer back and forth properly between the jaws and fell off in the patient. There was a medical intervention was required. There was a patient injury.